Manufacturer narrative:
H.6. Investigation: two samples were received and tested by our quality team. Both sets were initially inspected visually and no reason for leakage was noticed. The sets were then primed and after fluid was ran through the tubing, a leak in one was immediately noticed. This verified the customer's complaint of leakage. Visual inspection under microscope was then employed and the set had clear evidence of shallow insertion and lack of solvent. This is the root cause of the failure. The second set did not leak and the complaint was not verified and root cause unknown. A device history record review for model 2432-0007 lot number 20096175 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20096175 regarding item #2432-0007.

Event description:
It was reported that 2 gem 20dp v/nv ckvlv 3ss 0.2mf dehp free experienced leakage. The following information was provided by the initial reporter: material #: 2432-0007 batch/ lot #: 20096175 this week we had 2 of the bd alaris pump infusion sets 0.2 micron filter ref 2432-00007 line leak while priming with ns. It was right before or after the area that goes into the alaris pump.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 gem 20dp v/nv ckvlv 3ss 0.2mf dehp free experienced leakage. The following information was provided by the initial reporter: material #: 2432-0007. Batch/ lot #: 20096175. This week we had 2 of the bd alaris pump infusion sets 0.2 micron filter ref 2432-00007 line leak while priming with ns. It was right before or after the area that goes into the alaris pump.